Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm) of atrial tachycardia/atrial fibrillation (at/af) events. The lead remains in use. No patient complications have been reported as a result of this event.